Manufacturer narrative:
The investigation determined a (B)(6) result was obtained from a patient sample processed using vitros immunodiagnostics products anti-hiv 1+2 reagent on a vitros 5600 integrated system the investigation did not determine a definitive assignable cause for the (B)(6) vitros ahiv patient sample result, however, it is possible the patient was recently exposed to (B)(6) and had not yet begun antibody development, although this could not be confirmed. In addition, it is unknown if improper pre-analytical sample handling contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no evidence to suggest a vitros reagent or an instrument issue contributed to the event.

Event description:
The customer obtained a (B)(6) result from a patient sample processed using vitros immunodiagnostics products anti-hiv 1+2 reagent on a vitros 5600 integrated system. The vitros result was (B)(6) when compared to a (B)(6) result obtained from (B)(6) antigen testing. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The (B)(6) vitros anti-hiv1+2 result was reported outside of the laboratory, however, a corrected report was issued upon retest of the sample. There was no allegation of patient harm as a result of this event. (B)(4).